Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter valve in a previously implanted 25 millimeter (mm) non-medtronic surgical aortic valve, upon 80% deployment, the implant depth was acceptable. Upon full deployment, the valve dislodged aortic. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 3 mm, and the implant depth on the left coronary cusp (lcc) was 3 mm. After valve dislodgment, the implant depth on the ncc was -2 mm, and the implant depth on the lcc was -2 mm. Subsequently, a second transcatheter valve was implanted. Per the physician, the patient's anatomy, specifically the patient's fibrotic native valve, caused the valve to dislodge.

Manufacturer narrative:
Updated data: b5. Added third paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter valve in a previously implanted 25 millimeter (mm) non-medtronic surgical aortic valve, upon 80% deployment, the implant depth was acceptable. Upon full deployment, the valve dislodged aortic. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 3 mm, and the implant depth on the left coronary cusp (lcc) was 3 mm. After valve dislodgment, the implant depth on the ncc was -2 mm, and the implant depth on the lcc was -2 mm. Subsequently, a second transcatheter valve was implanted. Per the physician, the patient's anatomy, specifically the patient's fibrotic native valve, caused the valve to dislodge. Additional information was received that a medtronic guidewire was used during the procedure. Additional information was received indicating that the bottom of pigtail position was used as the starting point for deployment. Per the physician, the cause of the dislodgement was the patient's fibrotic native valve.

Manufacturer narrative:
Updated data: b5. Corrected data: d4. Full UDI was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a medtronic guidewire was used during the procedure.